Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the stapler was able to fire but when it was placed through the trocar reload articulated on its own. The device had solid light indicators. They used an alternate adapter that worked fine with the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.